Manufacturer narrative:
H.6. Investigation summary bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for incorrect placement with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported during use the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes had stopper creep out or loose closure. The following information was provided by the initial reporter: ¿after the collection, the stopper collapsed, a large gap formed between the stopper and the shield. The nurse did not find it when mixing, so the blood flew out and spilled to the patient's whole body.¿ no medical intervention was indicated.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes had stopper creep out or loose closure. The following information was provided by the initial reporter: ¿after the collection, the stopper collapsed, a large gap formed between the stopper and the shield. The nurse did not find it when mixing, so the blood flew out and spilled to the patient's whole body.¿ no medical intervention was indicated.